Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. An unopened product sample was received for evaluation. Functional testing was performed. Functional testing found it was not even possible to inflate the cuff as it leaks so badly. Source of leak was identified to be hole in the cuff. The root cause of the reported issue was found to be manufacturing quality control. Corrective actions have been taken including initiation of quality alert, training of whole production during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace.

Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed.